Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose levels at the time of the incident were 395 mg/dl and 200 mg/dl to 300 mg/dl which were treated with bolus. The current blood glucose level was 410 mg/dl. The customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.